Event description:
Alleged event: the physician stated that when the suture passer passed through the fascia and before entering into the silicon pad the tip had already bended. When he attempted to straighten the tip of the suture passer the tip broke off dropping the needle inside the patient. The needle was removed from inside the patient. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.